Event description:
Reportable based on device analysis completed on 18-feb-2021. It was reported that crossing lesion and removal difficulties were encountered. The patient presented st elevation and required rapid intervention. The target lesion was located in a heavily calcified right coronary artery. A 20 x 4.00 promus elite drug-eluting stent was advanced through a 6f guideliner to the lesion site. However, the stent failed to cross the lesion and upon removal, the stent became stuck in the guideliner. The entire system was removed altogether. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 20mm x 4.00mm stent delivery system was returned for analysis inside a 6 f 0.56" guideliner and with customer guidewire inserted in the wire lumen. The stent could not be removed proximally as it was damaged and stuck inside the distal end of the guideliner. To remove it from the guideliner, the hypotube was cut 45cm distal to the distal end of strain relief. Examination of the stent identified stent damage with struts from the proximal to mid-region lifted from the crimped stent position and bunched distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks and a cut located 45 cm distal to the distal end of the strain relief to allow for the removal of the stent from inside the guideliner. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found the shaft polymer extrusion to be stretched in the port bond region. No other issues were identified during the product analysis.